Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The electronic patient record of the event were provided by the customer further review. It was observed that roughly 2 minutes into the event, a power off and subsequent power on were recorded. Both a power off and then power on are logged when the power button is used to power on/off the device. If the power button is not used, the log will include a power on entry, but will not have the corresponding power off entry. Therefore based on the device download attached, there is no evidence of device malfunction. A cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Third party service agent valuated the customer's device and was not able to verify the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.